Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported to have received a weak battery alarm, low battery alert and failed battery test alarm. Customer reported that battery needed to be changed every two days. Customer also reported to have been hospitalized on (B)(6) 2015 with blood glucose of 17 mg/dl. Customer reported that low blood glucose was due to accidentally programmed high carb when bolusing. Customer was not able to continue phone call due to doctor's appointment. Customer would call back for troubleshooting.